Event description:
The report from the affiliate indicated that: the patient had a reportedly elective procedure to a tortuous left circumflex. Preprocedure stenosis was 71%. The patient had a previously implanted medtronic stent in the cx that had in-stent restenosis. The site was predilated with a 2.5x23mm balloon at 10atm. A 2.5x23mm and a 2.5x18mm cypher stent were both deployed at 14atm for 31-60seconds. The 2.5x18mm cypher was implanted at the proximal end of the first cypher without a gap. Timi flow pre and postprocedure was 3, and postprocedure stenosis was 30%. Four months later, the patient returned with anterior chest pain, and coronary angiography revealed 90% restenosis in the cypher stents, as well as multi-vessel lesions. The physician decided to conduct CABG, and the patient had the surgery five week later.